Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30419952m number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. A transseptal was performed during this procedure. After the procedure/ablation, the physician noted a pericardial effusion via ultrasound. The patient was stable. The patient was monitored for an hour before a pericardiocentesis was performed. The patient was stable during the procedure but they were sedated by anesthesia. The anesthesiologist did have to give pressers to the patient as their systolic pressure dropped to 88. The pressers worked and the patient's blood pressure resumed a normal reading. The pericardiocentesis was done after the pressers were given. There was 550cc of fluid removed from the patient. The patient was stable and they were transferred to the cardiac intensive care unit in stable condition with no pressers. The physician is unsure of what may have caused the pericardial effusion or how the event occurred. The physician¿s causality opinion is procedure. The patient¿s condition was improved after prolonged hospitalization in the ICU (intensive care unit). There was no evidence of steam pop. Irrigation settings were 8/15ml/min. No error messages observed on biosense webster equipment. Dashboard, vector and visitag were used for force visualization. Visitag parameters were 2.5mm/3sec, 3g, 25%fot, 2mm tags size. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.